Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip was attempted to be placed but was unsuccessful so the clip was retracted. While retracting the clip into the steerable guide catheter (sgc) it became caught. Troubleshooting was performed unsuccessfully and the clip was secured to the side of the sgc and retracted. A small vascular cutdown procedure was performed and the clip was removed successfully. There was no clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.